Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus medical systems (B)(4) for evaluation. (B)(4) checked the subject device, but the reported event could not be confirmed. In addition, it was found that there was no abnormality which might be related to the reported event. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during routine inspection at the user facility, it was found that the scope communication error b30 occurred on the subject device. There was no report of patient injury associated with this event.